Event description:
Immediately following focused ultrasound treatment for essential tremor, the patient experienced hemiparesis and dysarthria. The intraoperative imaging showed edema.

Manufacturer narrative:
Hemiparesis and dysarthria are known side effects listed in the information for prescribers. The investigation of this incident has not yet been completed and this report will be updated following a finalized investigation. Note: insightec has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable.

Manufacturer narrative:
Hemiparesis and dysarthria are known side effects listed in the information for prescribers. No device malfunction detected. Treatment parameters were in line with typical range. The side effects may be associated with edema developing around the target area, specifically involving the internal capsule. Note: insightec has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable.

Event description:
Immediately following left side focused ultrasound treatment for essential tremor on the right hand, the patient experienced hemiparesis and dysarthria. The intraoperative imaging showed edema.